Manufacturer narrative:
Pump performed within specifications. Cylinder was functional. Cylinder had or damage. Tubing had or damage. Tubing was functional.

Event description:
The pump and cylinders were removed from the pt, reason not indicated, and replaced. Ams has requested additional info. Info received on 1/7/1998 indicates reason as fluid loss.